Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging the patient¿s blood glucose on (B)(6) 2017 was 300 mg/dl with excess urination, extreme thirst, and nausea. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s delivery settings were not recently changed by a healthcare provider. A loss of prime issue was reported. During troubleshooting the loss of prime issue was attributed to a use-error: cartridges being inserted with cold insulin. There was no indication or allegation of a device malfunction. This complaint is being reported because the reported health event was attributed to a use-error.